Manufacturer narrative:
Technician replaced foot right caster and adjusted all other casters to resolve this issue. Bed found in hall.

Event description:
Complaint that the foot right caster would swivel but not roll when brake was applied. No injury alleged.